Event description:
Customer reported via phone, the insulin pump had a blank display. The device had a black streak across the screen. Customer's blood glucose was 290 mg/dl. Customer declined troubleshooting and requested the device to be replaced and agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.